Event description:
Air ambulance identified during transport that a patient was not receiving adequate ventilation using the hamilton ventilator. The equipment was not ventilating at the rate that was set on the ventilator. The flow sensor tubing was attached incorrectly at the flow sensor. The proper configuration, when the flow sensor has the patient arrow pointing up, is for the blue tubing to be connected on the left and the clear tubing on the right. The product should be prepackaged this way. This hamilton medical preassembled breathing circuits is used, mr1, and machines. When they are not in this configuration the pre-op test will start immediately with maneuver in progress doing the first half of the check and then asking to turn flow sensor. This results in the pre-op check only passing with the flow sensor facing the wrong direction. Once it is flipped back to place it on a patient it will not ventilate properly and will alarm. Our team has identified two occurrences where the flow sensor tubing has been switched at the flow sensor. The tubing on these connectors appear to be heat sealed in place and were difficult to pull off. Our processes were reviewed and do not include manipulating this tubing prior to use. We believe that the circuits were sent to our organization in the incorrect configuration.